Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed during service evaluation. The assignable cause was a disconnected rear inverter cable to the p12 connector. The rear inverter cable was reconnected properly to the p12 connector to correct the reported condition. The user interface module software version is 6.13.92. Should additional information become available, a follow-up medwatch will be submitted.

Event description:
The facility representative reported a colleague infusion pump with a 550:320:658:0000 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. There was no report of patient involvement, injury, or medical intervention related to the device. No additional information is available. The user interface module software version is currently unknown.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.